Event description:
It was reported by a military staff member that a large pt was in the leg holder for over 8-hours for an acl repair, became symptomatic post-op for muscle breakdown and kidney failure. It is unknown how long the pt's leg had been in a tourniquet. It was also reported that the pt had a lot of pre-disposing risk factors that were not evident in their pre-op ortho and medicine work up, however no specifics are available. The nephrologists are currently working with the pt to correct this issue.